Manufacturer narrative:
Failure analysis revealed that the insulin pump did rewind properly. However, the device was unable to prime during the prime test as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump was stuck on the prime/rewind loop. Troubleshooting was performed and the anomaly continued. Advised the customer that the insulin pump will be replaced and revert to back up plan. The customer's blood glucose reading was 312 mg/dl. No further information was provided.